Manufacturer narrative:
(B)(4). A product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that electrical sparks were heard from the cell-dyn fuse holder while troubleshooting the instrument for a blank screen with the instrument not starting-up. Smoke was also observed. The instrument was inspected and the fuse holder was replaced due to voltage overload. No injuries were reported. No patient management or user safety was reported.

Manufacturer narrative:
Product evaluation was performed to investigate this issue. The field service engineer found that the fuse holder was not making a good connection. The fuse holder was replaced and the instrument was returned into an operable status. Based on the investigation and event details, no product deficiency was identified related to the malfunction reported by the customer. The issue was attributed to a faulty fuse holder (possibly due to voltage overload), which was replaced in order to resolve the...